Manufacturer narrative:
(B)(4). The complaint sample is not available for investigation purposes. The device history review file is not available for review in the us. The root cause cannot be established. The complaint cannot be confirmed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an (B)(6)-year-old patient admitted for sepsis had an ezio catheter placed to the proximal tibia for approximately 14 hours but in the ICU, it was no longer in use. The ICU team was experienced in removal technique and was attempting to turn and pull the 45 mm catheter out with a luer-lock syringe attached as instructed in IFU. As the clinician turned the catheter the yellow-hub plastic housing broke off the catheter leaving only the metal catheter inserted in the tibia. An x-ray was obtained confirming the catheter was still seated in the medullary space. A nurse practitioner was able to completely remove the remaining catheter using mcgill's forceps without further problems. The catheter and hub pieces were discarded.